Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective esd700 diode array on the distribution node pca. The root cause for the defective diode array could not be positively identified. No adverse event resulted from the defective belt.

Event description:
During an investigation of an electrode belt for an unrelated issue, a reportable malfunction was found. The belt was unable to communicate with a monitor.